Manufacturer narrative:
The device will not be returning for evaluation. The reported complaint cannot be confirmed without the returned sample. The device history review (DHR) for lot # 3620443 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date in (B)(6) 2018. User facility mandatory medwatch was received that stated the following: "a high-pressure 3-way, luer lock stopcock was placed on the patient's central line. The nurse had hooked up propofol through the stopcock (to keep ventilated patient sedated). The patient started to become agitated. Upon further investigation, the nurse found a puddle of propofol behind the patient. All the connections on the stopcock were tight but it was leaking. The stopcock was removed and there was no harm to the patient." The event occurred in critical care. Upon further query, the customer reported that there were no obvious cracks that anyone could recall nor if the alarm was ringing. No further information provided.